Event description:
The user reported that an "e10" error code occurred on channel a. The user powered down and back up, but the code persisted. No other details regarding the nature of the event were provided.

Manufacturer narrative:
(Device not returned).